Event description:
Customer reported via phone call that the insulin pump alarmed motor error twice. Customer was sleeping when the first alarm occurred. Customer also reported that the motor is making a louder noise that usual. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 129 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and motor passed motor test. However, the insulin pump was received with loud motor noise during rewind due to faulty motor. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.